Event description:
This late MDR is a retrospective filing. On (B)(6) 2000, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer was hot to touch. Based on the info at the time, there was no injury associated.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 130 mg/dl and 74 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.